Event description:
The patient was a sixty-five-year-old male who presented with a non¿st-segment elevation myocardial infarction complicated by cardiogenic shock and was admitted for a left heart catheterization and placement of an impella cp device. The impella cp device was successfully implanted, and percutaneous coronary intervention was completed successfully on the left main coronary artery and the left circumflex coronary artery. Prior to the conclusion of the procedure, the pump was inadvertently pulled back across the aortic valve during an attempt to reposition it. Multiple attempts were made to advance the pump back into the left ventricle. After several unsuccessful attempts, the clinical team decided to remove the device and replace it with a new impella cp device. Following the procedure, the patient was transferred to the intensive care unit for continued medical management. Hemodialysis was initiated. On the following day, the patient¿s condition continued to worsen throughout the day. The family subsequently decided to withdraw care. All therapies were discontinued, and the patient died shortly afterward. While the device is conservatively coded for device replacement, it was more likely attributed to user error. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
No product was returned. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by user accidentally across the valve while trying to reposition.